Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed/broken on the bottom case and plunger assembly, and the top csae, right plunger case and bottom case were cracked. Review of the event history log showed an occurrence of a "syringe empty" alarm. Functional testing involved a syringe delivery test and a "syringe empty" alarm was found at the beginning of the test. The investigation determined that the position pot not operating as intended due to contamination was the cause of the reported issue. According to the investigation, this issue was a result of the customer's physical damage to the device.the position pot was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record., corrected data: updated d1 and d4, model number.

Event description:
It was reported that syringe empty error was experienced.

Manufacturer narrative:
Other text: h6) additional information was received indicating that there was no patient injury.